Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the sample, some lines of shell wear on the posterior view were noted. Leak testing was performed, in accordance with mentor procedures, and no gel bleed sites were detected. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was noticed the previous report specified the device had not been returned. The device was returned on (B)(6) 2019. The appropriate fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a breast reconstruction revision with a mentor memorygel breast implants 375cc and developed soreness under her left arm with worsening extreme swelling and breast pain. The patient was assessed and was noted to have a large late onset left peri-implant fluid collection, and a ruptured left breast implant with silicone in the left axillary nodes. The rupture was confirmed by CT scan. The patient had an us guided seroma aspiration on (B)(6) 2019 where approximately 260 ml of serous fluid was aspirated. The patient tolerated the procedure well. The serous fluid was sent to cytology to be tested for malignancy. The patient underwent explantation on (B)(6) 2019. During explantation, the right breast implant was found to have gel bleed, but was still intact. This report is for the right side.